Event description:
Pt was having capsulotomy and implant exchange to remove ruptured breast implant - subglandular silicone implant - placed for a hypoplastic right breast which by MRI had a extracapsular rupture.